Event description:
It was reported that the ilet user experienced a roller-coaster blood glucose pattern after announcing a ¿less than¿ meal but consuming more food while insulin was on board, leading to postprandial hyperglycemia followed by algorithm corrections and subsequent hypoglycemia. During a low, the user ingested 15 g of fast-acting carbohydrates and then received a full 3 mg intranasal glucagon dose, after which glucose rose gradually, and a factory reset of the ilet pump was completed with reconnection to the sensor and infusion set change, along with education to announce normal meals spaced at least four hours apart. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 291 mg/dl, sleepiness or drowsiness, and confusion or disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information, and review of device data. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the user interface, specifically the practice of announcing ¿less than¿ meals and administering additional carbohydrate and glucagon beyond recommended amounts. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.